Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.2955" x 0.1485" was found to be broken off. The broken piece was missing. Components adjacent to this broken grip do not show damage. Additional observation not reported by site was also identified: the mega needle driver instrument was found to have a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test due to completely broken grip tip. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega needle driver instrument had missing tip. The procedure was completed with no reported injury.